Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During this testing the unit was powered on and a segment on the top row in the middle digit failed to illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection revealed defective diode segments on the system board which caused the led segment to remain unlit.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the display is malfunctioning. The second digit of the screen on their rad-57 is missing the lower left bar. No consequences or impact to patient were reported.